Manufacturer narrative:
Root cause: the disposable set was unavailable for root cause analysis. There were no anomalies found in the manufacturing records or retention samples of the needle guard. A definitive root cause for the needle stick by which the needle did not fully engage into the needleguard could not be determined.

Manufacturer narrative:
Stn # bn 880217 investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported a needle stick injury that occurred when the needle was removed aftera whole blood collection procedure. While the technician was disconnecting the donor, the needle did not fully engage into the needle guard and she stuck herself in the thumb. Per standard operating procedures at the customer's site, an (B)(6) testing and medication were given. The technician is reported in healthy condition. The customer declined to provide the patient's identifier, age, and weight. The disposable set is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: the lot number of the set in question was not provided, so four similar lots were used for the investigation. The manufacturing records, testing records and inspection records of the four similar lots were reviewed for abnormalities and none were found. No equipment issues were noted during production. The dimensions of the needle hubs were reviewed for abnormalities and none were found. Four retention samples were examined and tested for full needle retraction into the donor care needle guard. All samples retracted according to manufacturing specification. Investigation is in process. A follow-up report will be provided.